Manufacturer narrative:
Additional information: d4 (model #, catalog #, expiration date, lot #, and UDI), d10, g4, h3, h4, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The edge procedure kit and a competitor forceps were returned and evaluated. Visual inspection of the contents found the edge working channel (ewc) and telescope had no blood contamination and there was no observed damage. The edge sensor catheter (esc) resulted in blood contamination on the wipe when wiped with pdi sani-cloth plus and there was no observed damage. Functional evaluation of the ewc found a scratch in the liner on the outer radius of the curve. It was reported that a long piece of string was found inside the extended working channel. The reported issue was confirmed. The scratch in the liner was observed on the outer radius of the curve, which means that the most likely cause of the scratch was the passing of a tool or something with a sharp tip on it through the ewc. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure the customer reported a long piece of string found inside the extended working channel. It was removed. The physician was able to complete the enb portion of the case. No patient harm.